Event description:
The pt was being fed using a pump, an unknown amount of an enteral feeding solution was hung, and the pump was set to deliver at an unknown rate. The reporter had no details of the event, but simply stated the pump did not feed the set amount. The reporter did not know if the event was an underdelivery or an overdelivery. There was no illness, injury or medical intervention resulting from the event. Note: the event date given above is approximate. One pt involved.